Event description:
It was reported that during a regular clinic check, an inadvertent emergency vvi command occurred and then the clinic had trouble obtaining a telemetry link following the emergency vvi. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 507652, implantable pacing lead implanted: 2007-(B)(6), product ID 507645, implantable pacing lead implanted: 2007-(B)(6). (B)(4).